Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii 26ga x 0.56in prn slm npvc catheter broke from the junction during use while the needle was in the patient's hand. The event of the catheter separating/breaking after placement occurred on 200 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse in the hospital found the catheter broken when she was on duty on night, (B)(6), the indwelling needle was in the patient's hand and catheter was broken from the junction. According to sales rep's confirmation, there was no any adverse event, and there was no broken catheter remained in the patient's body."

Event description:
It was reported that the intima-ii 26ga x 0.56in prn slm npvc catheter broke from the junction during use while the needle was in the patient's hand. The event of the catheter separating/breaking after placement occurred on 200 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "the nurse in the hospital found the catheter broken when she was on duty on night, sep 23rd, the indwelling needle was in the patient's hand and catheter was broken from the junction. According to sales rep's confirmation, there was no any adverse event, and there was no broken catheter remained in the patient's body."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9023848. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a review of our manufacturing facility was unable to identify any opportunities to generate the observed non-conformance during the production process. The actual sample was returned for investigation. The catheter was broken, and the broken end was not returned. The broken catheter has been drawn thin with obvious drag marks. Two retained samples were tested for force and met specification. Unfortunately without the ability to replicate the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.